Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a high blood glucose level of 642 mg/dl. Her current blood glucose level was 413 mg/dl. She went to the emergency room, was admitted, and then released but ended going back that same afternoon with a high blood glucose. The customer felt tired, thirsty, had a stomach ache, and felt a low blood glucose. She treated her blood glucose level with a bolus. The customer was not wearing her insulin at the time of hospitalization. The customer was off the insulin pump for ten hours. While in the hospital they gave her insulin drip. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.